Manufacturer narrative:
The explanted device was returned for evaluation. The pump was returned with the percutaneous lead cut approximately 9" from the pump end bend relief and the severed portion was returned. The sealed inflow conduit and sealed outflow graft were returned and secured to their respective pump ports. Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. The evaluation could not conclusively correlate the observed thrombus to the patient's reported symptoms. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists thrombosis as a potential adverse event associated with use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired in (B)(6) 2014. The patient had been admitted to the hospital with worsening fatigue and shortness of breath for 4 weeks prior. The pump was reported to be functioning as expected. The patient's cause of death was noted as respiratory failure, acute renal failure, and bowel ischemia. Autopsy information was not available. During the investigation of the returned pump, thrombus was found.